Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = patient a sid (B)(6) and sid (B)(6). Patient b sid (B)(6) and sid (B)(6) and sid (B)(6).

Event description:
The customer reported false repeat reactive alinity I hbsag next qualitative results for two patients. The following data was provided (reference range for hbsagnx is =>1.00 s/co is reactive): patient a: sid (B)(6) processed on (B)(6) 2025 hbsagnx initial result = 2.59 repeat result = 1.53 s/co sample was sent out for alinity I hbsag next confirmatory which was positive: hbsag confirmatory for patient a sid (B)(6), 2.03 s/co (reactive). Hbsag % n - 94.00%. Other result anti-hbs = 245.16 miu/ml. New sample patient a from (B)(6) 2025 hbsagnx result = 0.30 s/co nonreactive other result anti-hbs = 225.56 miu/ml. Patient b: sid (B)(6), processed on (B)(6) 2025 hbsagnx initial result = 1.95 repeated in duplicate on (B)(6) 2025 = 1.82 and 1.85 s/co. Sample was sent out for alinity I hbsag next confirmatory which was positive: hbsag confirmatory for patient b sid (B)(6). 1.95 s/co (reactive) hbsag % n - 97.00%. Sid (B)(6),(edta tube) processed on (B)(6) 2025 hbsagnx result = 0.18 s/co. New sample patient b sid (B)(6), hbsagnx = 0.29 s/co there was no impact to patient management reported.

Event description:
The customer reported false repeat reactive alinity I hbsag next qualitative results for two patients. The following data was provided (reference range for hbsagnx is =>1.00 s/co is reactive): patient a: sid (B)(6), processed on (B)(6) 2025 hbsagnx initial result = 2.59 repeat result = 1.53 s/co sample was sent out for alinity I hbsag next confirmatory which was positive: hbsag confirmatory for patient a sid (B)(6). 2.03 s/co (reactive) hbsag % n - 94.00% other result anti-hbs = 245.16 miu/ml new sample patient a from (B)(6) 2025 hbsagnx result = 0.30 s/co nonreactive other result anti-hbs = 225.56 miu/ml. Patient b: sid (B)(6), processed on (B)(6) 2025 hbsagnx initial result = 1.95 repeated in duplicate on (B)(6) 2025 = 1.82 and 1.85 s/co. Sample was sent out for alinity I hbsag next confirmatory which was positive: hbsag confirmatory for patient b sid (B)(6). 1.95 s/co (reactive) hbsag % n - 97.00% sid (B)(6) (edta tube) processed on (B)(6) 2025 hbsagnx result = 0.18 s/co. New sample patient b sid (B)(6), hbsagnx = 0.29 s/co there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue for the lot. A review of ticket tracking and trending did not identify any trends regarding the commonalities for the lot 65476fz00 and complaint issue. A review of the device history record was completed and did not identify any non-conformances, potential non-conformances or deviations associated with the lot 65476fz00 and complaint issue. Clinical specificity testing was performed using an in-house retained kit of complaint lot 65476fz00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I hbsag next qualitative reagent lot 65476fz00.